Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the implant threads are messed up and it won't thread into the implant. Looks cross threaded.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: examination of the returned device could not confirm the reported event. No product defects were observed. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.